Event description:
Between the dates of (B)(6) 2023 and present, multiple events have occurred involving the conmed plumepen elite electrosurgical smoke evacuation pencil in which the pencil stays on continuously without surgical staff activating it.